Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to baseline. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q13, q16, and q17 on the defibrillator pca. The root cause for the shorted transistors could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2019. It was reported that the patient subsequently passed away on (B)(6) 2019. The patient degraded to vt at 250 bpm at 16:21:39 on (B)(6) 2019.  The life vest delivered one appropriate treatment at 16:22:15, but the treatment was unable to convert the arrhythmia.  The post-shock rhythm was vt at 250 bpm with motion artifact. Additionally, upon review of the patient's downloaded data, it was found that the life vest delivered a 33j pulse during the treatment.